Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that as follows from the picture of evaluation by oekg. - there was a difference between the leakage place and the loosed wires place. - there were scratches at the leakage place of the bending rubber. In addition, the material of the wires are soft steel and not so hard as to break through the bending rubber. Omsc could not confirm objective facts that the loosed wires have protruded from the bending rubber. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was not occurred actually.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the repair center of olympus (B)(4), it was found that the metal mesh wires were broken on the bending section, and some of the loosed wires have protruded from the bending rubber and caused a leakage. There was no report of patient injury associated with this report.